Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a loading issue, the iol did not bend like a taco. It was noted to bend like a tent. The lens was too thick and haptic got bent. The iol was fully inserted and removed from the left eye during the same procedure and it was replaced with the back-up iol, same model and same diopter power, and one suture was required. No other information was available.

Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes returned to manufacturer on: 9/9/2020 section h3. Device returned to manufacturer? Yes device evaluation: the product was received. It was returned in its original packaging and inside the daisy wheel case insert. Visual inspection performed under microscope: the lens was received cut into pieces with lubricating material residues and loose particles on its surface. Both haptics looks damaged and distorted. Therefore, the reported issues were verified; however, due to the conditions of the sample returned it is not possible to determine the reported issue are related to the manufacturing process or to the handling of the product. Based in the analysis product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.